Event description:
Constant sinus infections in left nasal passage, which has prompted a need for surgery, lung infections, developed a persistent cough that has not resolved, throat irritation, inflammatory response, headaches, dizziness and irritation of eyes and nose. Black particles were found in the reservoir of my c-pap machine. Cat scan confirmed cysts in nasal cavity. FDA safety report ID # (B)(4).